Manufacturer narrative:
The customer reported that the operator could not hear the patient¿s voice when the patient was calling out for assistance during a contrast injection. The customer confirmed with the philips field service engineer (fse) that the voice control knob of the CT box, at the operator side, had been set to a minimum state by the operator due to background noise of the CT system. The customer also confirmed that the patient experienced pain during the contrast injection process but did not sustain an injury. The trained professional determined that a CT rescan was necessary; therefore, the patient did receive a CT rescan and reinjection in order to obtain the desired images. Based on further investigation, the fse determined that the operator chose to turn down the microphone due to background noise of the CT system picked up by the failing breathing light assembly. Due to a combination of this use error malfunction and a failing breathing light assembly, the operator could not hear the patient during the study. The fse replaced the breathing light assembly to resolve the issue. The fse tested the system after the part replacement by using the phone to play music at the gantry side and confirming the music could be heard at the CT box side in the operator's console area. The system is operational and in clinical use. This event has been determined not to be a reportable event.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the operator could not hear the patient¿s voice when the patient was calling out for assistance during a contrast injection. A philips field service engineer (fse) tested the voice function, which passed. The gantry side sound was clear at the operator side and the scan voice is clear at the gantry side. The fse confirmed that the voice control knob of the CT-box, at the operator side, had been set to a minimum state. The fse informed the operator that if the voice knob is adjusted up from minimum, the operator could then hear the gantry side sound. Based on further investigation, it has been determined that the operator had turned down the microphone due to background noise of the CT system. Due to this use error malfunction, the operator could not hear the patient during the study. The customer confirmed with the fse that the patient experienced pain during the contrast injection process but did not sustain an injury. Due to this use error malfunction, this event has been determined to be a reportable event.